Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the ECG a and b cable was cut with all wires severed. The root cause for damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.